Event description:
It was reported that over a period of 6-8 weeks (depends on the patient's age: younger patients more often - older ones later), the surgeon noted that patients with mix & match (one side symfony, the other side synergy) presented with increased very fine capsular folds (no occurrence of fibrosis or phimosis). These wrinkles smoothed out again after a certain period of time. However, since most patients were impatient and had problems with neuroadaptation, the surgeon treated most patients with a yttrium aluminum garnet (yag) capsulotomy. All patients are doing well. The surgeon does not want to have each case recorded individually with a serial number, as there is no problem from his point of view. No additional information was received. This report is for symfony lens model zxr00. A separate report is being submitted for the other iol model mentioned, synergy lens model zfr00.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section h6-health effect - clinical code was addressed inappropriately. Therefore, this supplemental filing is to correct the code for health effect as follows: section h6 - health effect - clinical code: 4581: no code available (posterior capsular striae) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.